Manufacturer narrative:
Concomitant: product ID 3389s-40, lot# v946968, product type lead, product ID 3389s-40, lot# v824010, product type lead, product ID 3389s-40, lot# v818127, product type lead product ID 3389s-40, lot# v937755, product type lead, product ID 3389s-40, lot# v902684, product type lead product ID 3387s-40, lot# va02xpf, product type lead. (B)(4): analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4).

Event description:
It was reported that the lead contacts appeared ¿misaligned or bent.¿ the healthcare provider (hcp) opened the lead on the back table, reviewed it, and determined that it was not fit to use. The lead never came into contact with the patient and a different product was used.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.